Manufacturer narrative:
Correction from non-adverse event to serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 18jun2019. Date of report : 18jun2019. A third party (facility biomed) evaluated the device and confirmed the reported issue. The ventilator would not power up and the display was blank. The customer replaced the power management board and the issue was resolved. A visual inspection of the power management board revealed no anomalies. The board was tested further and it was determined that a cold solder of the r31 component caused the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 02jul2019. Date of report : 02jul2019. An additional evaluation was performed on the power management board to investigate specifically the allegation of the unit not declaring an alarm. Further evaluation concluded that it was also the cold solder and intermittent contact of r31 component that caused the 35v failure which was responsible for the system shut down without alarm, freezing, and various other errors. Repair of r31 component removed all failures during subsequent stress testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit shut down while in use and failed to declare an alarm. The device was in use at the time of the event; however, there was no patient harm. The patient was provided with a supplemental oxygen source and then transferred to another unit.